Event description:
Percutaneous coronary intervention (pci) was performed in a 100% stenosed lesion with moderate tortuosity and 270 degree superficial calcification located in the atrioventricular branch of the right coronary artery (rca). Upon withdrawal of the intravascular ultrasound (ivus) catheter, the physician noticed that the distal tip of the ivus catheter was missing. No resistance was felt when removing the ivus catheter from the pt's body. Under fluoroscopy, the radiopaque marker (housed in the tip) was observed to be in the mid portion of the atrioventricular branch of the rca. The physician attempted to retrieve the detached tip with a snare; however, was unable to retract it into the guide catheter. The detached tip disengaged from the snare and remained in the posterior descending branch of the rca. A stent was placed to hold the detached tip in place against the vessel wall. Another ivus catheter was used to complete the case. The ivus measured the detached tip to be approx. 22mm. The pt status was reported as stable. Anti platelet treatment was performed. The pt was scheduled for coronary angiography (cag) one week later.